Event description:
It was reported that bd alaris pump module smartsite infusion set leaked at the connection between the chamber and the spike.the following information was provided by the initial reporter: IV tubing was being primed and the tubing began to leak from the chamber under the spike.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e4. The initial reporter also notified the FDA on 13-aug 2023. Medwatch report is mw5144653.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage between spike and drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set leaked at the connection between the chamber and the spike. The following information was provided by the initial reporter: IV tubing was being primed and the tubing began to leak from the chamber under the spike.